Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that he could not get the insulin from the reservoir to enter the tubing. He assembled new tubing with the previous reservoir and pulled the bottom out of the reservoir, spilling insulin. He assembled a new reservoir and the issue was resolved. The blood glucose reading was 91 mg/dl. The reservoir will be replaced and returned for analysis.